Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: imu49jb45 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced and occluded left subclavian. It was noted that there were unstable thresholds and low impedances on the right ventricular (rv) lead. It was also noted that there were unstable thresholds and oversensing of noise on the right atrial (ra) lead. The ra and rv leads were capped and replaced with new leads on the patient's right side. No further patient complications have been reported as a result of this event.